Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and intra-abdominal haemorrhage ('non-menstrual abdominal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring from 2008 to (B)(6) 2011. Concurrent conditions included overweight. Concomitant products included ibuprofen since (B)(6) 2012 and tramadol from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced libido decreased ("low sex drive"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), migraine ("migraines/headaches") and headache ("migraines / headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain and cramping"), intra-abdominal haemorrhage (seriousness criterion medically significant), infection ("infection"), abdominal pain upper ("severe upper abdominal pain"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems") and uterine cervical laceration ("anterior cervix tear with tenaculum with repair"). The patient was treated with surgery (essure removed on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, libido decreased, urinary tract disorder, bladder disorder, tooth disorder, fatigue, weight increased, migraine, headache and uterine cervical laceration outcome was unknown and the abdominal pain lower, intra-abdominal haemorrhage, infection, abdominal pain upper and vaginal discharge had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, bladder disorder, fatigue, headache, infection, intra-abdominal haemorrhage, libido decreased, migraine, pelvic pain, tooth disorder, urinary tract disorder, uterine cervical laceration, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff was currently seeking medical attention for her symptoms. Plaintiff still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. X-ray - in (B)(6) 2012: results: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and intra-abdominal haemorrhage ('non-menstrual abdominal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring from 2008 to july 2011. Concurrent conditions included overweight. Concomitant products included ibuprofen since (B)(6) 2012 and tramadol from february 2016 to june 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced libido decreased ("low sex drive"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), migraine ("migraines/headaches") and headache ("migraines / headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain and cramping"), intra-abdominal haemorrhage (seriousness criterion medically significant), infection ("infection"), abdominal pain upper ("severe upper abdominal pain"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems") and uterine cervical laceration ("anterior cervix tear with tenaculum with repair"). The patient was treated with surgery (essure removed on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, libido decreased, urinary tract disorder, bladder disorder, tooth disorder, fatigue, weight increased, migraine, headache and uterine cervical laceration outcome was unknown and the abdominal pain lower, intra-abdominal haemorrhage, infection, abdominal pain upper and vaginal discharge had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, bladder disorder, fatigue, headache, infection, intra-abdominal haemorrhage, libido decreased, migraine, pelvic pain, tooth disorder, urinary tract disorder, uterine cervical laceration, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff was currently seeking medical attention for her symptoms. Plaintiff still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. X-ray - in (B)(6) 2012: results: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Removal surgery added for event pelvic pain. Case became serious incident. Event abdominal pain lower downgraded to non-serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.